Event description:
It was reported that the patient presented in clinic for follow-up and upon interrogation, the pulse generator exhibited backup operation. The device settings were restored. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).